Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system visited the hospital and reported symptoms. The physician interrogated the device and found the pacemaker to be operating in safety mode. A revision procedure was performed. This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.